Event description:
It was reported that there was damage to the pump housing and usb port, affecting the pump's ability to charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump as backup therapy, and tandem technical support arranged for a replacement pump to be sent, instructing the customer on returning the damaged pump.